Event description:
Reportedly, valve implanted in 2008, and explanted on the next day (at 3am) due to unknown reasons. Implant duration is 0 days. Patient expired. Unknown if death is device related. Sales rep will followup, to provide details and inform if device will be returned.

Manufacturer narrative:
Device not returned.